Event description:
It was reported that the patient presented in clinic for follow up after feeling a patient notifier. Far p wave and far r wave oversensing were observed during device check. Programming changes were recommended.